Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files, and system history. The log file analysis shows that the charge coupled device (ccd) camera is not available. As a result, the release of x-ray is prohibited. Upon investigation the customer service engineer found a red led on the ccr board. The ccr board is part of the dipp (digital image pre-processing). The cse reseated all boards and cables in the real time controller (rtc) but the issue remained. After the whole rtc was replaced the system recovered. The root cause for the situation is determined as a hardware issue of the ccr board. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fa system. During an interventional procedure, the user reported that no x-ray was available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.